Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the patient is on crrt with a vascular catheter located in the right groin. Post turning, a copious amount of air got into the filter. Crrt was stopped immediately and the patient was disconnected. When flushing the catheter, a hole was noticed on the access port of catheter. The doctor was informed and the catheter was removed and replaced. There were no adverse effects to patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the result will be forwarded.